Manufacturer narrative:
Date of event is an approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient's device wasn't really working. They state it has stopped working/operating and they don't know what to do. Troubleshooting performed on the call included having the patient get out their programmer to check the implant. The patient initially saw a blank screen but the batteries were inserted incorrectly. They flipped the batteries into the correct slots and they confirmed they saw the check mark. Patient connected and saw that the ins was off. The patient was able to successfully turn the ins back on. The patient saw that the therapy was on and ok at 1.9v. The patient also mentioned they are short of memory and cognitive skills now. Troubleshooting resolved the reported issue. Device was turned off. No further complications were reported or anticipated with this event.